Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke closed loop stimulator (cls) implant site. The evoke scs system was explanted, and antibiotics were prescribed to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The closed loop stimulator (cls) was not returned to saluda. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release.